Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-run checks, the cardiosave intra-aortic balloon pump (iabp) unit displays 0vdc on battery service screen. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) units display 0vdc on battery service screen intermittently. No patient involved, found problem during pre-run checks. A getinge field service engineer replaced system batteries, unit passed complete pm with full calibration, functional, and electrical safety tests to factory specifications. Unit is cleared for clinical use and returned to customer.

Event description:
N/a.